Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and a haptic tore upon insertion. The incision was slightly enlarged to remove the lens. No sutures were required. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval codes: results - other: visual inspection of the returned product showed that a haptic plate was torn off from the optic and missing, and there was a clear surgical residue on the lens.